Manufacturer narrative:
Clinical review: a temporal relationship may exist between pd therapy with the liberty select cycler and the patient¿s death. Based on the reported information, the patient¿s cause of death cannot be determined and the esrd death certificate was not available. Currently, there is no allegation that the patient¿s death was related to a product issue or malfunction with the fresenius cycler. Patients with end stage renal disease (esrd) on dialysis have a significantly higher mortality risk than the general population. Furthermore, the patient had a medical history that included pre-existing copd, diabetes mellitus, heart failure and emphysema which all increase mortality risk. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this elderly patient on peritoneal dialysis (pd) expired on (B)(6) 2024 while still connected to the fresenius cycler. There were no reported allegations that the death was related to any product related issues. In fact, it was reported that the death was not pd related. In additional follow-up, it was confirmed with the patient¿s pd nurse that on (B)(6) 2024 the patient expired while connected to the fresenius cycler during an unknown phase of pd treatment. The nurse reported that there were no malfunctions or issues with the pd treatment in relation to the death. Additionally, the nurse stated that the patient was completing pd treatments without any adverse effects prior to death. The nurse provided that the patient had pre-existing comorbid conditions that included end stage renal disease (esrd), chronic obstructive pulmonary disease (copd), diabetes mellitus, heart failure and emphysema. The cause of the death was reported as unknown and the esrd death certificate was not available. However, the pd nurse indicated the death is suspected to be associated with the patient¿s pre-existing medical conditions. The fresenius cycler was pending return to manufacturer at the time follow-up was completed.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for investigation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Vacuum test failed. Vacuum display value reads 519 mbar indicating fluid is present in hp filters. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Fluid in the hp2 filter is a related failure to the m31 air detected in cassette warning alarm. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
It was reported that this elderly patient on peritoneal dialysis (pd) expired on (B)(6) 2024 while still connected to the fresenius cycler. There were no reported allegations that the death was related to any product related issues. In fact, it was reported that the death was not pd related. In additional follow-up, it was confirmed with the patient¿s pd nurse that on (B)(6) 2024 the patient expired while connected to the fresenius cycler during an unknown phase of pd treatment. The nurse reported that there were no malfunctions or issues with the pd treatment in relation to the death. Additionally, the nurse stated that the patient was completing pd treatments without any adverse effects prior to death. The nurse provided that the patient had pre-existing comorbid conditions that included end stage renal disease (esrd), chronic obstructive pulmonary disease (copd), diabetes mellitus, heart failure and emphysema. The cause of the death was reported as unknown and the esrd death certificate was not available. However, the pd nurse indicated the death is suspected to be associated with the patient¿s pre-existing medical conditions. The fresenius cycler was pending return to manufacturer at the time follow-up was completed.